Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin blocked alarms. The customer stated that they had high blood glucose of 424 mg/dl. The customer's blood glucose was 264 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin did exit during prime. The insulin pump will not be returned for analysis.